Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: UDI number is known, as the lot number was not provided. If implanted; give date: not applicable. The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as lot number was not provided. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the cartridge returned with the lens wheel case, labels and the lens box folding carton. The cartridge tip was observed cracked and with stress marks which are common when the lens passed though the cartridge. Viscoelastic residues were observed inside the cartridge. The reported issue as cartridge crack was not verified, it was tip cracked verified. Based on the sample evaluation and the handling process observed with the device, no product deficiency could be determined neither product malfunction. Manufacturing record review: manufacturing record review cannot be performed since the lot number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge cracked. There was patient contact. No further information available.